Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this defibrillator is involved in a patient infection due to staph unrelated to the device. Procedure and options for turning off tachy therapies were discussed, reasonable evidence suggests that the device was explanted. No additional adverse patient effects were reported.